Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose inside the carton. The lock-out assembly has been removed. Only a drop of viscoelastic observed in the device, no ophthalmic viscosurgical device (ovd) observed past the lens. The plunger is advanced into the mid nozzle and is advanced under the lens. The lens is advanced into the nozzle entry and is crushed. A plunger underride was observed. The root cause may be related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 milliliter of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become "stuck" in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the plunger missed the lens and left the lens in the cartridge and a new lens was pulled to complete the case. There was no patient harm. There are two medical device reports associated with this complaint. This report is 1 of 2.